Manufacturer narrative:
The device subject of the reported event is not available for evaluation. Without the return or inspection of the device, an exact cause cannot be determined. The instructions for use for the roth net polyp retrieval states, "do not use if the device is damaged or if the packaging has been compromised. Save the device and packaging and contact your local steris endoscopy product specialist. Short strokes, 1"-1.5" (2.5cm - 3.8cm) in length, are recommended throughout device passage to avoid sheath kinking. The following conditions may not allow the roth net device to function properly: (1) advancing the handle to the open position with too much speed or force, (2) attempting to pass or open the device in an extremely articulated endoscope, (3) attempting to actuate the device in an extremely coiled position and/or (4) actuating the device when the handle is at an acute angle in relation to the sheath." The device history record was reviewed for the subject lot and no abnormalities were noted. A complaint review was performed and confirmed the event to be isolated for the subject lot. Steris offered in-service training on the proper use and operation of the roth net polyp retrieval; however, the user facility has declined. No additional issues have been reported.

Event description:
The user facility reported that the net to their roth net polyp retrieval detached from the device and had to be removed from the patient. User facility personnel had to utilize another device to finish the procedure resulting in a short delay. The procedure was completed successfully, no report of injury.